Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. No other details were provided. A new one was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2010. Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time